Event description:
A low reading issue was reported with use of the adc device. The customer received unspecified low sensor scan results and as a result, experienced symptoms described as "high blood pressure, headache, could not walk, dizziness" and was unable to self-treat. Customer had contact with a healthcare professional who obtained an unspecified blood glucose result with the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.